Event description:
It was reported that when the patient was having a laminectomy procedure, the catheter was accidentally cut. The pump was turned down to minimum rate and the patient was supplemented with other drugs until the next day when the catheter was revised. The patient had no symptoms or issues and was doing well. Pump was brought back up to therapeutic dose after revision. A follow-up report will be sent if additional information becomes available.

Event description:
The device system was delivering dilaudid.

Manufacturer narrative:
Catheter model 8731sc, (B)(4), implant date: 2010-(B)(6), explant date: na.